Event description:
The fe reported the system failed to perform fluoroscopy. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The b356 card on the monoblock was evaluated and replaced. The generator was recalibrated. The system was tested and found to be working as intended and returned to service.